Manufacturer narrative:
Patient weight should have been 225 pounds rather than 250 pounds.based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that lead migration issue was observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.